Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr), calcified primary chord under pml, and large primary chord at aml for a mitraclip procedure. During the procedure, a mitraclip ntw was advanced within the patient. After multiple grasping attempts the clip became caught on anterior leaflet. Troubleshooting was attempted but was unsuccessful and the clip was ultimately deployed on the anterior leaflet with chordae. The mr increased, and a flail on the anterior leaflet was identified. A second mitraclip was implanted successfully central on the anterior-2/posterior-2 leaflets which returned the mr to pre-procedure baseline and the procedure was discontinued. The final mr was grade 4+. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and based on the information provided, a cause for the entrapment of device with the anatomy resulting in unspecified tissue injury cannot be determined. Positioning failure associated with leaflet grasping appears to be related to procedural conditions (calcified and thickened leaflets). Tissue damage is a known possible complication associated with mitraclip procedures. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.